Event description:
During a tonsillectomy procedure, the cautery tip reportedly sparked and caused a flash fire in the patient's mouth. The cautery tip had been insulated by the customer with part of a 10fr robinson catheter leaving only the tip exposed. The flame was put out with water. The patient recovered without any issues and was observed overnight in the ccu. He was discharged home. The customer does not anticipate the patient will experience any adverse sequelae.

Manufacturer narrative:
The cautery pencil and tip are manufactured for us by conmed. The items used during the event were discarded and are not available for evaluation. A representative sample of the pencil and tip is expected to be returned for evaluation.